Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the manufacturer representative became aware of the event on (B)(6) 2015. They did not meet with the patient on (B)(6) 2015 or turn their device on. The manufacturer representative would contact the clinic to determine who met with the patient. It was later reported that the patient was seen by their health care provider (hcp). They would continue tamsulosin and did interrogation of the device today. Interrogation showed good battery life, but the device turned off completely. The hcp restarted the device and changed the setting. The patient was told on (B)(4) 2015 to make an appointment to have their device checked. The patient only had an old appointment that was made (B)(6) 2015 and the hcp and their assistant probably wouldn't be able to assist with their device issues at that location. The ins was turned off because the patient accidentally turned it off a few days before their appointment. The patient's urgency had improved greater than 50 percent from baseline. The constipation could have been caused by the tamsulosin and the patient didn't really know. The device had not caused the patient constipation in the past. It was unknown if it was device related, but was not likely related. The action taken to resolve the event was that the manufacturer representative contacted the patient and reviewed their symptoms. The patient wanted to try some new programs, so the manufacturer representative was working on scheduling a reprogramming appointment. The patient was receiving effective therapy, but wanted to try some new programs.

Event description:
It was reported that the patient had a loss of therapeutic effect, a loss of bladder control, and had increased leakage and frequency. The symptoms had a sudden onset and there was no known accident or incident related to the event. This took place 3 months ago, and the patient¿s health care provider (hcp) put the patient on medication and that helped some. When the patient noticed symptom return, they changed the program and increased. The patient¿s implantable neurostimulator (ins) had been turned off about 2 weeks ago for a 4 day period. During that time the patient noticed their bowels moved more readily, and once therapy was turned back on the patient noticed the ins therapy interfered with their readiness to defecate. The patient met with a manufacturer representative on (B)(6) 2015 to turn therapy back on. The manufacturer representative did no further troubleshooting on any of the patient¿s other issues at that time. Since therapy was turned back on, the patient¿s frequency decreased and the leakage continued. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va018g0, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).